Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ essure coil perforating the fundus of the uterus just to the midline of the right cornu/ a portion that appeared to be embedded to the left anterior cornu'), device dislocation ('migration/perforation/ essure coil deep within the posterior cul-de-sac which was embedded in the pericolic fat'), embedded device ('remainder of it appeared to spring back within the myometrium') and device breakage ('removing the portion of the coil that was protruding from the uterus.') In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils with a non occluded left tube on hsg.". The patient's concurrent conditions included fibroids. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (supracervical hysterectomy/ removal of essure coil in posterior cul-de-sac). Essure was removed on (B)(6)2009. At the time of the report, the uterine perforation, device dislocation, embedded device, device breakage, pelvic pain, genital haemorrhage and urinary tract disorder outcome was unknown. The reporter considered device breakage, device dislocation, embedded device, genital haemorrhage, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: left fallopian coil dislodged, with normal-appearing fallopian tube and free spillage into the peritoneum on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: pfs received : new reporter added . Embedded & breakage new event added . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ essure coil perforating the fundus of the uterus just to the midline of the right cornu/ a portion that appeared to be embedded to the left anterior cornu') and device dislocation ('migration/perforation/ essure coil deep within the posterior cul-de-sac which was embedded in the pericolic fat') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils with a non occluded left tube on hsg.". The patient's concurrent conditions included fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (supracervical hysterectomy/ removal of essure coil in posterior cul-de-sac). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, pelvic pain, genital haemorrhage and urinary tract disorder outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: left fallopian coil dislodged, with normal-appearing fallopian tube and free spillage into the peritoneum on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/ essure coil perforating the fundus of the uterus just to the midline of the right cornu/ a portion that appeared to be embedded to the left anterior cornu') and embedded device ('migration/perforation/ essure coil deep within the posterior cul-de-sac which was embedded in the pericolic fat') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils with a non occluded left tube on hsg.". The patient's concurrent conditions included fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (supracervical hysterectomy/ removal of essure coil in posterior cul-de-sac). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, embedded device, pelvic pain, genital haemorrhage and urinary tract disorder outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: left fallopian coil dislodged, with normal-appearing fallopian tube and free spillage into the peritoneum on the left. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.